Event description:
It was reported that fluid was squirting out of the port (closest to the patient) of a clearlink system continu-flo solution set; a puddle of water was noted on the floor. This was observed during patient infusion with normal saline, five (5) minutes after the fluids were hung. A pressure bag was also used to help administer the fluids. A new bag of fluids with new tubing were used to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.